Event description:
9/4/96 pacemaker battery was replaced and the lead changed due to pacemaker failure from an insulation fracture with resultant battery depletion. The lead was anchored and found to be in good position via fluoroscopy. Dr noted that there were no complications and the pacemaker functioned well. 9/12/96 pt admitted to the hosp after seeing a dr in his office and chest pain on deep inspiration. Chest x-ray revealed a collapsed right lung. 9/13/96 EKG revealed a ventricular pacing rhythm with normal pacing and capturing. 9/16/96 thoracentesis revealed a right sided pleural effusion, with 1200cc of bloody fluid out. Pt shortness of breath improved. 9/20/96 dr took pt to surgery for a thoracoscopy. Pt had extensive multiloculations, and 800cc of old blood found in right chest. Therefore a thoracotomy was performed, and a pacemaker lead was found to be coming out from the apex of the pleural cavity and pierced through the apex of the lung.this entered the right innominate vein. Pulmonary decortication and chest closure was carried out, and the pacemaker lead was repositioned. Post-op, the pt was extubated, and did well. 10/4/96 pt was discharged home.